Event description:
It was reported that an axial slippage of the rod occurred post operatively on the mesa screw due to inadequate rod overhang. No further information has been received at this time.

Manufacturer narrative:
E2 has been corrected from 'no' to 'yes.' E3 has been corrected from blank to 'physician/surgeon.' Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records could not be reviewed as a valid lot/catalog number was not provided and could not be obtained. A surgeon reported that he had an event of axial slippage. It was reported it was fixed to l5 and was attributed to rod shorting (no adequate overhang). The actual event date is unknown. No products or lot numbers were available. According to the stg: "confirm at least 5 mm of rod length extends beyond the most proximal and distal screws." The most likely cause is not enough rod overhang was left, causing the rod to slip out of the screw.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that an axial slippage of the rod occurred post operatively on the mesa screw due to inadequate rod overhang. No further information has been received at this time.